Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 19) occurred with multiple cartridges during the load process. There was no adverse impact to the customer's blood glucose. The customer addressed the alarms by loading a second cartridge.